Event description:
The customer reported that the device switches off after some time. No consequences or impact to patient was reported.

Manufacturer narrative:
The returned device was evaluated. During inspection, the unit was found to display a "no sd card" error when powered up. This error message prevents the device from engaging in monitoring activities. Internal inspection indicated the sd card was installed and functional. The failure was isolated to contamination on the core board's j1 connector. Temporarily replacing the core board with a known good board resolved the issue. In addition, multiple pogo pins on the system board were found to be stuck. The reported issue was unable to be confirmed. A service history record review reveals that this unit was in the field for over three (3) years with no previous issues related to this reported event. (B)(6).

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the device switches off after some time. No consequences or impact to patient was reported.